Event description:
A user facility charge registered nurse (rn) contacted via fax that there was excessive bleeding from baine needle cannulation site during treatment. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).